Manufacturer narrative:
This is now reportable. During returned device evaluation, a reportable malfunction was discovered. The complaint is not confirmed. Two unpackaged ar-2324bcc-1 swivelocks (no batch indicators present) were received for investigation. Visual inspection identified that one swivelock was missing both the eyelet and the biocomposite anchor, and no suture construct was present. The second of the two returned swivelocks did not have an eyelet present at the distal tip, although it was identified that approximately 10.7 mm of the biocomposite anchor was returned, with the distal-most thread partially cracked. It was noted that the method of bone preparation employed during the procedure, as well as the bone quality encountered, were not recorded. The observed condition is most likely the result of prying/leveraging during insertion, and/or as a result of improper bone preparation. The reported summary of "oob - incorrect/missing feature" is not supported by the evidence present. The devices appear to have been damaged during use through the aforementioned probable causes.

Event description:
It was reported that both anchors didn´t release during an arthroscopy. No harm for patient, operator or third party was reported. The surgery was finished successfully with a new device with the same part number. It was not necessary to switch the surgical technique or do a second surgery. This is now reportable. During returned device evaluation, a reportable malfunction was discovered.